Event description:
The king vision video laryngoscope was used during a first attempt of endotracheal intubation. During the attempt, the user identified a foreign object in the airway. The king vision was set down while the foreign object was being removed. The king vision was again picked up to be used for a second attempt of endotracheal intubation when it was identified that the unit was still powered on, but the video screen was no longer functioning. The king vision was set aside and fiberoptic laryngoscopy was used to perform the endotracheal intubation.